Event description:
Information was received confirming the exact battery status at the time the message was seen. No additional or relevant information has been received to date.

Event description:
The generator was interrogated after being explanted and a warning message was observed stating the programmed output current could not be delivered. The generator was interrogated with no lead inserted. It is not clear at this time if system diagnostics were performed with the lead disconnected, as an interrogation alone should not cause this warning message to appear. The battery indicator was reported to be green when the message was observed. The explanted device will not be received due to the explanting facilities policies. No additional or relevant information has been received to date.

Event description:
Programming data was received from the neurologist's tablet. Unfortunately, data was not available from the date the reported output current could not be delivered; message was seen. However, a review of the data found a discrepancy between the battery voltage and percentage of battery consumed. This indicated that the device's battery reached a 25% battery status much earlier than expected. Almost two months had passed between the neurologist's most recent interrogation and the reported output current could not be delivered message, and it is possible that the low battery voltage contributed to the inability to deliver the programmed settings. The device history records were reviewed for the generator and confirmed that the device was manufactured using a process that may have contributed to the premature battery depletion. The device met all specifications for release prior to distribution. No additional or relevant information has been received to date.

Manufacturer narrative:
Describe event or problem, corrected data: supplemental MDR #3 incorrectly assessed that the cause of the low current message was related to the last stimulation train.

Event description:
As the patient was interrogated, an output current burst was sent to check both the battery and the output status of the device, but not the current as diagnostics were not performed. Because the output current was pulled from the interrogation, but the impedance was pulled from the 24 hour check, low output current was displayed without the high impedance that the device would have been experiencing at that point. The low output current seen when the patient is interrogated is an expected event for a generator when not attached to the lead.

Event description:
Programming history was received from the date of explant for the generator. No additional diagnostics data was received, but the battery status (recorded from the last 24 hour check) indicates the device was not at end of service and the settings at the time indicate the device was not pulse disabled. The latest programming history continues to support that the battery was prematurely depleted. The last measurement of normal current was lower than expected given the patient's settings. However, this measurement updates following each stimulation train, so the last stimulation was likely low due to being explanted and in an open circuit condition. No other anomalies were seen. No additional or relevant information has been received to date.